Event description:
It was reported to vyaire medical that the revel ventilator alarmed circuit disconnect while on a patient. The customer confirmed that there is no harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.